Manufacturer narrative:
Additional information was received on 2/14/2021 and the patient's gender of male was provided. Therefore, the field "a3. Gender - male" was populated on this report. It was reported that the patient's condition improved. Additional information was received on 2/18/2021 and it was reported that no error messages were observed on any equipment. A smartablate generator was used during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30430404m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient (76 year old, 63kg) underwent a cardiac ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring surgical intervention. Four hours after the beginning of using the catheter, a cardiac tamponade occurred while ablating near the left atrial appendage (laa) when creating a mitral line. Blood pressure decreased and confirmation by echo revealed that pericardial fluid had accumulated, and cardiac tamponade had occurred. The several target atrial tachycardia focus locations had stopped due to ablation, and the procedure was finished as it was due to the deterioration of the patient's condition. Pericardiocentesis was performed, drainage was performed, and the patient was transported to the operation room. The physician commented that there was no causal relationship between the product and the event. After lowering blood pressure, noradrenaline was administered, and respiratory support was performed with an ambu device. Pericardiocentesis and drainage were performed. Extracorporeal membrane oxygenation (ECMO) was used. The patient was moved to the operation room for open chest surgery in cardiovascular surgery. During the operation, what seems like a blood clot was observed on the front surface of the operation site and washed after removal. The surgeon examined the entire left atrium. Mild oozing was observed in the anterior and inferior parts of the left inferior pulmonary vein (lipv). Cauterization marks were seen on the mitral valve. Glue for coagulation was applied. The bleeding from the incision surface was remarkable but when the chest was closed, the ECMO was withdrawn and the operation was completed. The patient was transferred to the intensive care unit (ICU). The next day, the patient was extubated and transferred to the ward. The progress since then has been stable and is on a recovery trend.